Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred in the right atrial epicardium. An sl sheath was used by mistake on the right atrial epicardium which was in a tacticath se ablation catheter. The physician stated she irrigated the sl sheath and that liquid was noted in the epicardium, which was removed once it was noticed. An ultrasound confirmed an effusion. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.